Manufacturer narrative:
Product event: (B)(4) good faith effort to obtain additional information is still in-progress. A supplemental report will be submitted if additional information is received.if information is provided in the future, a supplemental report will be issued.

Event description:
During a vaginoplasty, the surgeon reported higher tissue effect upon initial incision. The blade cut deeper than expected and excessive charring of the tissue. No interventions were reported for the patient.

Manufacturer narrative:
Product analysis #241036433:brief description of complaint: surgeon reported higher tissue effect upon initial incision. The blade cut deeper than expected and excessive charring of the tissue. The settings were set to cut 4 and coag 4. The settings were adjusted to cut 3 and when activated there was no tissue effect. Investigation conclusion: the reported issue was not confirmed. The generator passed all functional testing with no failures found and rf power outputs for all settings are within product specifications. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a vaginoplasty, the surgeon reported higher tissue effect upon initial incision. The blade cut deeper than expected and excessive charring of the tissue. No interventions were reported for the patient.